Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of valve, curved opening. A leak test was performed and was found one opening. A microscopic analysis identified: a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening, partial delamination of diaphragm flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.